Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up (b5). The subject device was manufactured in september 2022 based on the provided 3 digit lot information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, a likely mechanism causing the tip detachment could be due to the following: 1.) Due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. The high-frequency output is set too high the electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2.) High heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3.) A force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. However, the subject device was not returned, and the root cause of the reported event could not be identified. The event can be detected and/or prevented by following the instructions for use which state: "when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip or deformation/break of the cutting knife or the electrode could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the tip or cutting knife is detached be sure to collect it using grasping forceps." "Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip." "Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may occur in patient injury, such as perforations, bleeding or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation" "do not activate output continuously but activate it intermittently. Continuous activation may cause patient injury, such as bleeding, mucous membrane damage, or thermal injury of non-target tissue. Crack/detachment of the tip or deformation/break of the cutting knife or electrode may also occur." "Do not activate output when the electrode and cutting knife are not in contact with the target tissue. Crack/detachment of the tip or deformation/break of the cutting knife or electrode may occur." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was a surgical incision of gastric cardia mucosa. The subject device was discarded after the device malfunction and the output settings on the electrosurgical generator are unknown.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a preoperative test the knife extended normally. After one electric incision, the knife head fell into the patient's gastric cavity and was immediately removed with forceps. There was no delay and the patient's health was not affected.